Manufacturer narrative:
Patient ID: chart # (B)(6). Date of event: (B)(6) 2019. Date of report: 03/18/2019. The customer reported that the unit alarmed safety valve occlusion message and the display blanked. The philips field service engineer (fse) performed an inspection of ventilator and everything was properly connected; the customer reported problem could not be duplicated. The fse performed an extended self test (est) and ventilator passed successfully. The device history report (drpt) was retrieved and code 5000 (safety valve occlusion message) was the only code logged multiple times. The fse replaced the headed filter from customer inventory, performed the extended self test and full performance assurance test and the device passed. Informed customer that external filter should be replaced frequently and following manufacture recommendations.

Event description:
The customer reported the ventilator failed while in use. The customer seeks philips field service engineer (fse) to examine and evaluate unit. The unit was swapped out no patient harm reported.